Manufacturer narrative:
D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k110122, k141521.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the periphearal artery. A 7.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured during the first inflation at 16 atmospheres. The device was removed successfully and the procedure was completed with another of the same device. There were no patient complicationa reported.